Event description:
It was reported the patient underwent a right knee revision approximately four years post-implantation due to pain, swelling, and suspected infection. After analysis, no infection was noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03712, 0001822565-2021-03714, and 0001822565-2021-03715. Implant date: unknown date in 2017. Concomitant medical devices: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Unknown patella catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.